Event description:
"During use, with no prior warning, long steady alarm sounded and pump read 'pump failure' and stopped infusing. Pt was on high dose of vasoactive med leriophed and bp dropped to 50's." The customer contact reported a delay of critical therapy during an alarm condition. Reportedly at the time of the event, the pt was in the surgical ICU. The customer contact did state there was no reported "fatality." During testing at the user facility, the pump passed testing including delivery accuracy and pressure testing.